Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported that the there was not enough stimulation in their back. It was reported that the leads didn't migrate. The issue was identified because the patient wasn't getting pain relief in their low back. No testing was done but the clinic determined that the patient needed a lead revision. The leads were taken out and new leads were placed on the day of the report. It was reported that the issue resolved at the time of the report. A surgical intervention occurred where the leads were explanted and two new leads were placed. The new leads were moved up from t6 to t5. Relevant medical history includes failed back surgery syndrome.